Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the brakes will set but the wheels still rotate. No injury reported.